Manufacturer narrative:
Engineering evaluation: no corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Pharmacoviglance comment: the serious events of dysphonia, odynophagia, dyspnea, and edema of right hemilarynx were unexpected and considered possibly related to the treatment with restylane. The event of implant site erythema was expected and considered possibly related. The product was used off-label. The case was assessed as serious due to hospitalization and medical intervention required.

Event description:
(B)(4). Dominguez et al.; inflammatory reaction to hyaluronic acid: a newly described complication in vocal fold augmentation; laryngoscope 127: (B)(6) 2017. A retrospective review was performed of all patients at the institution who underwent vocal fold injection augmentation with ha (restylane, 20 mg/ml) between january 2010 and march 2016. Injections were done either under local anesthesia in the office setting or in the operating room via direct microlaryngoscopy after warming the ha to approximate body temperature. All were executed via a per-oral technique with an orotracheal injector device (medtronic, (B)(4)) and a 27-gauge needle. Vocal fold augmentation was completed by inserting the needle into the thyroarytenoid muscle 3 to 5 mm deep to the mucosa at the intersection of the vocal process and superior arcuate line with an approximate 30% overcorrection. All patients had pre- and postoperative videolaryngostroboscopy (vls). A total of 245 vocal folds were injected with ha in 186 patients over a 5-year period. Seven patients (eight vocal folds) demonstrated a postoperative inflammatory reaction, for a complication rate of 3.8% (3.3% of injected vocal folds). Patient specific information - patient 6: a (B)(6) male with glottic insufficiency due to atrophy underwent bilateral vocal fold ha injection in the operating room under direct microlaryngoscopy. A total of 0.6 ml was injected. He additionally had a kenalog (40 mg/ml) injection to a contact ulcer of the left medial arytenoid. He developed dyspnea, rough voice quality, and odynophagia after the procedure and was admitted on postoperative day 3 due to reported edema of the right hemilarynx. After administration of intravenous corticosteroids, he was discharged with a prednisone taper. At his 1-month follow-up visit, the right vocal fold remained erythematous and edematous, with absent mucosal wave and amplitude (fig. 5).